Manufacturer narrative:
Device received with constant pump error 41 alarm during rewind due to problem isolated to the electronic assembly noted. Unable to verify pump error 39 alarm due to pump error 41 alarm. The motor was tested outside of the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received insulin pump alarms. Customer reported that they were able to clear the alarm. They were able to rewind the insulin pump. Customer did the displacement test and failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.